Manufacturer narrative:
H3: analysis of the pump revealed no significant anomaly; pump motor o-ring wear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type catheter product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 product type catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 02-jun-2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 31-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (45 mg/ml at 6.494 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. Per the physician, the patient experienced overdosing symptoms at refill appointments and this had happened 3-4 times. After the first time, the physician started doing the refills under fluoroscopy at the hospital. Every time he confirmed that the refill port was being accessed appropriately. The old medication that was being taken out at refills matched what was expected on the therapy tablet. The physician suspected leakage from the pump. A dye study was attempted, but when the physician tried to aspirate, he was unable to get medication/csf (cerebrospinal fluid) back. It was noted that the actual length of the patient¿s catheter was unknown, and the physician did not want to bolus the patient. There were no environmental, external, or patient factors that may have led or contributed to the issues. The patient was taken to surgery. During the procedure, the pump and pump connector were replaced. It was noted that the pump connector was discarded; however, the physician looked for possible leakage from the connector and did not see any obvious issue with the pump connector. His only remark was that it was fairly easy to disconnect it from the old pump when typically, it seemed a bit more challenging. It was unknown if the issue was resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event.